Manufacturer narrative:
Device eval: one used syringe was returned for eval. The device history record and complaint database could not be reviewed as the user did not provide a lot number. Upon examination, the silicone lubricant appears to have been depleted. Merit is unable to determine root cause.

Event description:
The user reported that the syringe tip separated from the plunger during a cardiac procedure. No harm or injury was reported.